Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic with diaphragmatic stimulation and no capture on the rv lead due to lead dislodgement. The lead was explanted and replaced. The patient was stable before, during and after the procedure.